Event description:
The lay reporter/ wife contacted lifescan (lfs) on march 27, 2008 alleging inaccurate readings on the patient's one touch ultra 2 meter. A medical affairs specialist (mas) sent a letter, since the mas was unsuccessful in getting a hold of the patient or the reporter. In 2008, at an unspecified time, the patient tested his blood glucose and obtained a 92 mg/dl. There is no information on how the patient was feeling or whether he took any medication after obtaining the 92 mg/dl. At 2:00 pm, the patient was found unresponsive and the paramedics were called. There is no information on what the patient's initial reading was on the paramedic's meter. The patient was taken to the ER and the reporter does not recall the reading; however, claims it was "very low". Time difference between the patient's meter result of 92 mg/dl and the paramedics was 45 minutes. The patient was treated with IV glucose; however, there is no further information on what other treatment he received. The patient was admitted in ICU for three days. The technique of applying blood on the test strips was correct; however, the patient had been cleaning the puncture area incorrectly. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how soon after testing did the patient become unresponsive, whether or not reporter attempted to test the patient at the time of the event, diagnosis, what other treatment he received in the hospital and quality control on the test strips. Reporter mentioned that the meter had been dropped several times. The complaint is being reported, because the patient reportedly became unresponsive due to the inaccurate high reading on his meter and was admitted in ICU for three days.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.